Event description:
Pharmacist reported that, while at a routine doctor visit, the customer got an advantage system blood glucose result of 270 mg/dl, doctor's system result of 137 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.